Event description:
The facility representative reported an infusion pump with a bad keypad. It is unknown when the event occurred. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the device was evaluated on 12/17/2008. The reported condition of a bad keypad was confirmed and was found to be caused by a defective pump head module keypad. The technician replaced the pump head module keypad. The device passed all safety and functional testing. Te device has been returned to the customer in operational condition. This issue is being investigated.